Event description:
It was reported that a promus 2.5 x 8 mm stent was implanted in the mid-left anterior descending artery and immediately became obstructed by thrombus. It was suspected that the 2.5 x 8 mm promus was not fully apposed to the vessel wall. A second promus 2.25 x 8 mm was then implanted inside the 2.5 x 8 mm promus. Post-dilatation was performed at 18 atmospheres. During retraction of the 2.25 x 8 mm promus stent delivery system (sds), the promus 2.25 x 8 mm stent migrated approximately 30 mm proximally along with the sds as it was pulled proximally. The physician felt the post-dilatation caused the balloon material to become entangled with the stent, causing the stent to migrate. Once this was identified, a non-abbott balloon was used to post-dilate the 2.25 x 8 mm promus stent again, securing the stent in place and completing the procedure. There were no additional complications. No other information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. The return of the stent delivery system (sds) may have aided in the evaluation. There was no reported damage to the sds or stent implant observed prior to the procedure, which suggests that a product deficiency did not contribute to the difficulties experienced. The reported thrombosis may have resulted from the stent not being properly apposed to the vessel wall; however this cannot be confirmed. Furthermore, it should be noted that the instructions for use, lists thrombosis as a known adverse event associated with coronary stenting. All stent delivery systems are visually inspected and leak tested prior to packaging. Additionally, a sampling of units from every lot is destructively tested prior to release to verify stent deployment dimensions, as well as, stent uniformity of expansion. The lot history record review and similar incident query for this product was not performed because the part and lot number were not reported and the product was not returned for analysis. The other promus, is being filed under a separate MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.